Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 538 mg/dl, 84 mg/dl, 79 mg/dl, and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.